Manufacturer narrative:
Additional gore® tag® conformable thoracic stent graft with active control system component to be included on this report: tgmr312610j / 20778495. (B)(4). Per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of a type b thoracic aortic dissection using gore® tag® thoracic endoprostheses. On an unknown date, a follow-up examination reportedly revealed a distal stent graft induced new entry (dsine), and false lumen expansion. On (B)(6) 2020 a re-intervention procedure was performed whereby a gore® tag® conformable thoracic stent graft with active control system was implanted to treat the dsine. The patient tolerated the procedure. (Above event information has been captured in previous MFR report # 2017233-2020-01003) on an unknown date, follow-up imaging reportedly identified false lumen expansion, and a type iii endoleak (component disconnection) was suspected. The physician commented that a lack of sufficient overlap between the two distal gore® tag® devices may have contributed to this observation. On (B)(6) 2020, a re-intervention was performed whereby an additional gore® tag® device was implanted to reline the previously placed stent grafts. The patient tolerated the procedure. It was reported that a type ii endoleak was also observed on a final procedural angiograph, but the physician elected to monitor it and no further treatment was performed.